Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl, 250 mg/dl and 588 mg/dl which was treated with shots. Customer was experienced symptoms like nausea and headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and it was passed. Customer stated that auto mode feature was not active. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Pump passed the delivery accuracy test at 0.08715 inches. (B)(4).